Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving morphine (15 mg/ml at 3.3 mg/day) and bupivacaine (unknown concentration and dose) via an implantable pump. The pump's indications for use (ifus) were noted as non-malignant pain and chronic low back pain. It was reported that the patient missed her pump refill appointment on (B)(6) 2016. The low reservoir alarm date was (B)(6) 2016 and the volume was 1 ml. The pump was refilled on (B)(6) 2016 and everything was normal at the refill appointment; the actual residual volume (arv) and the expected residual volume (erv) were 0 ml. The hcp stated the patient was fine at the pump refill appointment so the intrathecal daily dose wasn't adjusted. No symptoms were reported in relation to the event. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.